Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic with complaints of phrenic nerve stimulation. The right ventricular lead exhibited low r wave amplitudes, loss of capture, and oversensing of atrial events. A chest x-ray revealed lead dislodgement. A lead revision was performed, and the cause of the dislodgement was found to be twiddlers syndrome. The lead was explanted and replaced and the patient was in good condition following the procedure.